Manufacturer narrative:
The actual devices were not returned to the MFR to be evaluated. However, three unused representative samples sealed in the package were returned for eval. The samples were physically pressure tested per specification and no leaks were noted at the bonded connection, filter housing sonic weld or through the filter paper. The reported leakage could not be duplicated. There have been no other reports of this nature against this part. No specific conclusions can be drawn.

Event description:
As reported by b. Braun medical ltd per the user facility. Chemo drugs spilled out from the connection of the dispensing pin and filter during usage. No pt injury was reported.